Event description:
Material#: unknown. Batch number#: unknown. It was reported by customer that fluid was not flowing through the line properly through the blue filter. Procedure stopped, new filter used and it worked properly. Verbatim#: rcc received a complaint via email. Email(s) attached. Fluid was not flowing through the line properly through the blue filter. Procedure stopped, new filter used and it worked properly.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient e4. The initial reporter also notified the FDA on 17 jul, 2024. Medwatch report # mw5157505 h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10012866 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.